Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual, dimensional and functional inspection was performed on the returned device. The resistance advancing and failure to deploy was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties were due to case circumstances. The reported resistance advancing was related to anatomical conditions. Additionally, it is likely that the distal sheath was entrapped or restricted within the vessel causing the deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an absolute pro stent delivery system was advanced to the iliac, moderately calcified lesion with noted resistance due to anatomy. Once at the lesion site, the stent completely failed to deploy. The device was removed without issue and another device was used in replacement. No other device issue was noted. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue. Subsequently, the device was returned and abbott's analysis, on (B)(6) 2018, found the used absolute pro stent was partially deployed.